Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ten years after an intraocular lens (iol) was implanted, it started to become cloudy and cause the patient decreased vision. The patient also has some minimal posterior capsular fibrosis, but it is the lens causing the vision change. A lens exchange will most likely be in the future at some point. Additional information was requested.